Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, multiple ventilator service required errors relating to the pressure and flow sensors were found in the device's error log. The system and central processing unit (cpu) need to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.